Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was likely that the following led to the malfunction: since the keypad was disconnected, the flow setting could not be adjusted, which is considered a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a disconnected keypad, and the flow setting could not be adjusted. There was no patient involvement.